Manufacturer narrative:
Exact event date is unknown. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber showed that the glass cap exhibits severe devitrification at output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The metal cap exhibits moderate charred detritus adhesion on surface. The fiber is broken within the outer flow tubing at the proximal side of the metal cap/outer flow tubing junction area, between distal tip and control knob. There is indication of bending and no melting at break location. The fiber was tested with hene laser fixture, aim beam is present at break location. There are no signs of detachment along the length of the fiber. The outer flow tubing open end exhibits minor scratch marks. Based on analysis results the reason for the observed fiber break was likely excessive bending occurring during the procedure. An evaluation conclusion code of unintended user error caused or contributed to event was assigned to this investigation.

Event description:
The fiber was received without information. Analysis of the return fiber showed that it is broken within the outer flow tubing at the proximal side of the metal cap/outer flow tubing junction area. No further information is available.